Manufacturer narrative:
The device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed a volume test. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found all intact. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. No corrective action was taken as no fault was found with the device. The reported problem was not confirmed. The root cause of the reported problem was unknown. Product is beyond 20 years from manufacture date of 2002-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 6 years and there was no indication of a service issue during the investigation.

Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR number. The report was submitted in error.

Manufacturer narrative:
Additional information received on 03august2022 via email and attached to complaint object: the error occurred during testing, no patient involvement. H6: event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6300 h4: correction: device manufacturing date: 28-feb-2002.